Manufacturer narrative:
B3: the event occurred on an unreported date last year. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. Pd therapy was stopped. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.